Event description:
A tandem mobi cartridge alarm was reported, which caused the customer's blood glucose level to exceed 500 mg/dl, although the specific value was displayed as "high." The customer administered a correction bolus via the pump and did not require assistance from a third party. Technical support confirmed cartridge alarm 34 and arranged to replace the pump with updated software. The customer was instructed to put the faulty pump into storage mode and return it using a pre-paid label, while training on the new pump would be available in their account.